Event description:
I was reported that the doctor noticed metal shavings in patient. All the particles were removed from the patient.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and no issue was observed. Product passed functional and high speed testing (100-10,000 rpms) for 5 minutes each in forward, reverse and oscillate directions. Unit passed functional tests on the dyonics power, dii and dii eip test control units with and without footswitch. Current draw was average for this product and metal shavings did not occur during functional testing with blades. Motor was slightly noisy but still fully functional. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. It is possible excessive side-loading on the blade caused it to come into contact with the guide, which can result in the production of a black metallic substance. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.